Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed failed battery test. They changed the battery and battery cap but it did not resolve the issue. Customer's blood glucose level was not reported. The device was not returned.